Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for a high blood glucose of 873 mg/dl after he broke a vial of insulin. The patient was called twice but could not be reached. A medtronic representative voicemails with contact information during each attempt. The insulin pump was not returned for analysis.